Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent blank display screen issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 02/13/2014-product analysis:the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings:a review of the pump¿s black box data revealed related call service alarms. The pump powered on with audible tone, vibratory alerts, and blank display. Investigation revealed a failure of a component of the printed circuit board. There was no evidence of moisture on the pump¿s internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.